Manufacturer narrative:
Reliability analysis evaluated 3 random sealed reservoirs inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test reservoir filled with diluent, and connected to a new infusion sets. Analysis installed reservoirs and connectors into an insulin pump. Conclusion was reservoirs not occluded. (B)(4).

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that there was no insulin going through. The customer's blood glucose was 430 mg/dl at the time of incident. The customer's spouse stated that they treated the high blood glucose with manual injection. The reservoir will be returned for analysis.